Event description:
It was reported that a patient underwent a sling procedure on an unknown date for treatment of stress and urge incontinence. At the time of the procedure, the patient had been on and was still on long term antibiotics for a urinary tract infection. The patient remained on antibiotics following the procedure. During the procedure, the patient's bladder was perforated and she had to stay one day longer in the hospital. The patient experienced no improvement in her incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.